Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was getting a calibration error alarm followed by a change sensor alarm. The customer also reported that the insulin device would say that the blood glucose is extremely low, but would be over 100 points wrong. The customer also reported that he experienced a high blood glucose because the device was not accurate and that he experienced a low because he was treating per sensor glucose. The blood glucose was unknown at the time the issue was reported. Nothing further reported.